Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis due to pain. Two weeks later, the patient had the inflatable penile prosthesis revised as the pain was due to the pump being too long and putting pressure on the testicles. The surgery was successful and well done. Following the surgery, the patient was stable, improved and the event resolved.